Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was evaluated and reformatted. The system was tested and found to be working as intended.

Event description:
The fse reported that the cine derive was corrupted. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no reports of injury or death associated with this event.